Event description:
On 8/2/1999, the facility's head tech/radiology informed the manufacturer's (MFR.) Sales rep of the following: unable to flush/aspirate the device. The catheter was already placed and as a result, the device was not placed in the pocket. Another device, same catalog number was obtained and placed with no problems. No further details were provided.